Manufacturer narrative:
Additional information: initial reporter information provided. Report source selection updated. Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the computer of the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was setting up for a case today and were unable to get the system to recognize the nipt. They didn't know if the system was recognizing the axiem box or emitter, but both were recently replaced. They also stated that during setup the site connected the trackers to the fusion while the system was still booting. Unknown if this was related to the reported issue. Additionally, it was stated that after reinstalling the software, the patient tracker did become available, however, the axiem chain was showing red. System was responsive. Opened eminterface and ctr was not connected with tca blank. System already has replacement axiem parts, generated ps for computer. There was no patient present when this issue was identified. No additional information was provided.